Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v851499, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that patient lost weight over the past 6 months recently for health related issues of digestive issues that have caused "haffoc". The reported that she could feel the neurostimulator (ins) and it was causing discomfort when she was sitting down in the past 6-8 weeks. It was indicated that the ins moved a bit. The patient was advised to consult with their health care provider about the pain /discomfort she was feeling and see what could be done. The patient stated, the therapy was working for her but she was concerned about her weight loss and the fact that she can feel her ins move slightly and discomfort when she was sitting down. A follow-up report will be sent if additional information becomes available.